Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the mouthguard were smooth without any adjustment done. No major cracks were found. Mouthguard's layers were intact and were not separated. The mouthguard did not have discoloration. The mouthguard was returned in a clean condition. There was no chemical smell present as reported. There were no defect or abnormality noted with the returned mouthguard. The manufacturing process was also reviewed by the investigator and subject matter expert (sme). No odor was present with the manufactured finished device. The material was reviewed and the supplier provided this statement "after the various biological and chemical tests, no substance from erkoloc-pro migrates. Erkoloc-pro is odorless, but can absorb environmental odor through moisture." This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Date of event, patient's demographic information, allergy and pre-existing conditions were asked; however, the doctor advised that the patient refused to release those information to the manufacturer. Follow-up attempts were made to obtain reported device for evaluation. The office advised that device was already sent out. Once the device is received and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a comfort hard-soft bite splint emitted chemical smell and taste. After using it for the first time overnight, the patient complained of a strong chemical taste and smell from the mouthguard. The patient reported that the taste made her feel nauseated. The patient did not require any treatment for the symptom. The patient was reported to be doing fine. The doctor did not make any adjustment to the mouthguard. The patient was recommended to clean the mouthguard with water before use.